Event description:
Livanova received report that a s5 erc tubing clamp / 500mm gave a "arterial clamp is defective" error message just before the procedure started. Customer swapped the clamp with another unit. There was no report of patient injury.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 500mm. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The clamp was stuck in closed position. The motor was working but the clamp did not move and the issue did not improve by pressing the "on" button. The device was replaced with a loaner. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in 2018 and no other similar events have been reported.based on investigation results, the mechanical block found during the repair was due to a lack of lubrication between the coaxial components that allow the spindle to move longitudinally.

Event description:
See initial report.

Manufacturer narrative:
H.10: the affected clamp was returned to the manufacturer site for repair. The reported issue could be confirmed upon checking the unit. The clamp lever was found stuck. Unit was lubricated, greased, checked and tested. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.